Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: an article titled "transischioanal trans-sacrospinous ligament rectocele repair with polypropylene mesh a prospective study with assessment of rectoanal function" that appeared in the international urogynecology journal (2013) 24:81-89, states that a prospective multicenter study on 230 patient with stage ii-IV anterior and/or posterior pop who underwent rectocele repair via the infracoccygeal route through the sacrospinous ligament using ugytex. The current study is based on the analysis of the 116 patients. The 78 patients were available for midterm anatomical results representing 67% (78/116) of the operated patients. The mean follow up was 36 (+/- 8.1) months. The objective success rate was 94.8% and subjective (patient satisfaction) was 93.23%. The 19 adverse events that were reported are rupture of lateral arm of the mesh; hematoma of pararectal fossa requiring surgery, unexplained fevers, transfusion, erosion without surgery, surgery for erosion, surgery for recurrence, surgery for de novo prolapse, and de novo dyspareunia. The complaints filed were only for the adverse events that directly correlate with the mesh being implanted. This complaint is for erosion.